Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was dry. The lens was implanted and after 15 minutes the lens did not completely unfold. The lens remains implanted. No pt consequences or secondary interventions were reported. Additional info has been requested but no new info has been provided.